Event description:
It was reported by medical staff that a patient was experiencing power port 1 of the controller was not recognizing power when connected. The patient tried 3 different batteries and ac power cord, no lights would illuminate and the controller continued to alarm power disconnect. The patient then went to the clinic, the site was able to connect power and have it work. Before the patient departed the facility the power went out as the patient had indicated and no sources connected to "side 1" would function on the controller. The facility exchanged the controller with no reported consequences or impact to the patient. The facility reported: pins look intact. No additional information was provided.

Manufacturer narrative:
Unchecked "user facility". Removed device manufacture date. Device manufacture date is unknown. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a damaged user interface controller (uic). Internal testing revealed that the user interface controller (uic) was not properly reading the analog input from power port 1. The most likely root cause of the reported event can be attributed to a damaged/faulty user interface controller (uic). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.